Event description:
Beckman lx20 analyzer is sporadically adding diluent to pt blood samples; subsequent analyses for any analyte is then decreased; rptr has had numerous pts with false low na+, k+, cl, co2, etc; some of these results are "panics" and could prompt medical intervention unnecessarily. Since the sample gets accidentally diluted re-running the sample does not detect the problem and pts need to have samples redrawn.